Manufacturer narrative:
The subject devices in this report did not been returned to olympus medical systems corp. (Omsc) for evaluation. Consequently, omsc could not evaluate the device. Since the manufacturing lot number was unknown, the manufacturing records for the past six month from the date of event were reviewed, with no abnormalities. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut), then the tissue pad was fallen off due to a load. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Based on additional information which was obtained on january 26, 2017, it was found that description of initial MDR contained mixed information of two subject devices. So, description of the event is revised as follows. The two subject devices were used during a liver resection. During resection, the tissue pad of the first device was fallen off. It was not reported that where the tissue pad fell off. During twisting the second device, the jaws of the device were broken. Any reportable phenomena regarding the second device were not reported. It was not reported that whether the second device was replaced and whether the procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a liver resection. During resection, the tissue pad was fallen off. It was not reported that where the tissue pad fell off. During the twisting of the device, the jaws of the device were broken. There was no fragment fell off from the jaw except the tissue pad. It was not reported that whether the device was replaced and whether the procedure was completed. There was no patient injury reported.